Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 38 synergy drug-eluting stent was selected for use. However, it was noticed that the catheter shaft was broken outside of the patient the procedure was completed with another of the same device. No patient complications were reported and the patients status is fine.